Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay pt's father contacted lifescan (lfs) alleging that the pt's one touch ultra link meter read inaccurately high. One week later, the medical surveillance specialist (mss) spoke with the father and obtained additional information included below. The father provided the following information: the pt was tested with the subject meter before dinner a few days ago and reading of 542 mg/dl was obtained. The father said he also tested the pt with another one touch ultra link meter and received a reading of 389 mg/dl within a couple minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The father said the pt's insulin pump bolus dose calculation based on the 542 mg/dl reading would have been 2.7 units of humalog insulin. The father gave the pt a lower dose bolus of 2.3 units. One and one-half hours later the pt was not responding appropriately, was sweaty, had blurred vision and had a seizure. The pt's parents tested him and received a reading in the 20's [mg/dl] using the other meter that had previously given the 389 mg/dl reading. They immediately gave the pt a glucagon injection. The pt did not receive further medical intervention. The father said they performed another comparison of the two meter readings at a different time. He could not recall the specific readings; however, he said the subject meter read higher. The customer service representative (csr) documented that correct testing technique was followed. The pt's product was replaced. This complaint is reported because the father claims the pt was given insulin based on an inaccurately high reading on the lfs meter and afterward had a seizure and received a glucagon injection as treatment.